Event description:
It was reported that the customer experienced a low blood glucose (bg) level, specific value not provided. Low bg cause was not known. Customer reported being transported and admitted to the hospital. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided. Event date is approximate.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(H6) add codes- 4121, 3221, 67.